Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off label use (preexisting: progressive myopia). G3- date received by manufacturer: "07/26/2023" should be corrected to "07/25/2023" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -18.00/1.0/093 (sphere/cylinder/axis) into the left eye (os) on (B)(6) 2023. The patient experienced inflammation, elevated iop, significant reduction of irido-corneal angles, pigment dispersion, unreactive (fixed) pupil and blurred vision. On (B)(6) 2023, the lens was explanted, the problem was not resolved. The reporter indicated the cause of the event was a patient related factor. Cause details: "due to patient inflammatory response". H6: health effect- clinical code: "4581- significant reduction of irido-corneal angles, pigment dispersion, unreactive (fixed) pupil" and "1932" should be added. Claim# (B)(4).

Event description:
The reporter indicated that a,12.6mm vticm512.6 implantable collamer lens of -18.0/1.00/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to elevated iop, significant reduction of iridocorneal angles, pigment dispersion, unreactive (fixed) pupil, and blurred vision. The problem was not resolved. Reportedly, "up to date the eye continues with the inflammatory process." Cause of the event was a patient related factor. The reporter stated, "due to a patient inflammatory response."

Manufacturer narrative:
Claim# (B)(4).